Event description:
Limited info available from the field. The radiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles did not present on deployment. Backdown was not successful. The rptr indicated that the barrel was rotated without depressing the interlocks, possibly torquing the needle guide and interfering with needle alignment. The device was not returned for inspection and the lot number was not provided. The field report indicated that the failure may have been user technique related. The physician did not use the rotating barrel for dilation but twisted the device instead. Twisting the device would apply torque to the tip of the guide and may cause deformation of the needle guide which would interfere with the needle's path into the barrel.